Event description:
It was reported that, "patient complained of pain, loose implants."

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report. This is the same patient/event as MFR.# 2249697-2012-00305.